Manufacturer narrative:
Block e1: (B)(6). Block h6: imdrf device code a15 captures the reportable event of clip could not be deployed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used for closure in the stomach during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2025. During the procedure, the clip was able to grasp and lock onto tissue; however, the clip could not detach from the catheter to deploy. It was noted that the clip could not be deployed after it was opened. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6). Initial reporter address 1: (B)(6). Initial reporter address 2: (B)(6). Block h6: imdrf device code a15 captures the reportable event of clip could not be deployed. The returned resolution clip was analyzed through visual evaluation. It was observed that the clip assembly was detached from the bushing but attached to the control wire, evidence of soft deployment. However, the outer sheath was not returned. No other problems were identified with the device. The reported event of the clip unable to release from the catheter was not confirmed, as the there were no problems detected. It was noted that the device was returned without the outer sheath, and the circumstances leading to this damage were unknown. Therefore, the most probable root cause of this complaint is no problem detected.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used for closure in the stomach during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2025. During the procedure, the clip was able to grasp and lock onto tissue; however, the clip could not detach from the catheter to deploy. It was noted that the clip could not be deployed after it was opened. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. The device was not returned.